Manufacturer narrative:
The unit was received with operating currents within specifications. The unit passed the self-test, the unexpected restart error test, and the rewind and displacement test. However, the unit alarmed a compromised force sensor system during the basic occlusion test due to a slightly loose drive support disk. The unit was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed a compromised force sensor system. The alarm occurred when the customer was changing the reservoir. Insulin also began to squirt out during manual prime. The customer's blood level glucose was 131 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.